Manufacturer narrative:
Functional testing/service repair/technical investigation: diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing and internal communication indicate that no speaker sound at start up test, and speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
It was reported that during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. There was no adverse event reported.